Event description:
Pump declared alarm 20 during load process, with customer waiting until prompted to remove used cartridge. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts assisted customer in properly loading a new cartridge, and the customer was able to successfully resume insulin therapy. Original cartridge lot number was unavailable.